Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this right ventricular (rv) lead exhibited decreased pacing impedance measurements, no capture at maximum device outputs and elevated threshold measurements due to micro-dislodgement. The lead was successfully repositioned. No additional adverse patient effects were reported.